Event description:
It was reported that an implantable neurostimulator and lead were removed, and four of the lead electrodes didn¿t come out with the rest of the implant and were left in the patient¿s body. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s implant had not been replaced and no implant had been scheduled yet.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v351473, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).